Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No moisture damage was noted on the electronic stack, motor, battery tube, and vibrator assembly. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and scratched reservoir tube window.

Event description:
Customer reported via phone call, he fell into the water and currently had the device in rice. Customer reported when the device came out of the device it alarmed button error. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.